Event description:
Patient underwent local exploration with resection of segment of vein and primary closure due to suspected broken catheter. No foreign material was found. FDA safety report ID# (B)(4).